Event description:
Customer reports that while troubleshooting the instrument for an issue of gas flow through the hydraulics manifold, a drop of liquid splashed in their eye. A standard procedure for back flushing of the gas delivery line to clear a potential blockage was undertaken. After completing the procedure successfully, the operator removed her protective goggles. Upon reinstallation of the sample port, a small drop of liquid or mist came off the sample port area and landed in her eye. User error (not using safety glasses) contributed to this event. The technician was advised to flush out the eye and seek any medical attention they deemed necessary. When contacted directly, the technician confirmed she had flushed her eyes out and was satisfied that was all of the medical attention she needed to address this event.

Manufacturer narrative:
After completion of back flushing procedure of the gas delivery line to clear a blockage, the technician removed her protective goggles. Upon reinstallation of the sample port, a small drop of liquid or mist came off the sample port area and landed in her eye.